Event description:
It has been reported that one bd¿ syringe 0.5ml 8mm 90 bx has been found with the needle pulling out of the hub during use. The following has been provided by the initial reporter: material no: 328290, batch no: unknown. It was reported that the needle hub separated and remained inside the needle shield. Issue: consumer reported needle hub seperated and remained inside the needle shield. She uses the 1/2ml,5/16", 31gg, 8mm. Incident date-unknown occurrence-1, item# 328290 and lot#unknown. Consumer uses the new needle each time of her injection. She visually tests the needle to see if it is straight.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub separated and remained inside the needle shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Due to the unknown batch number, it is not possible to review the quality notifications or maintenance dispatches for the time frame that this product was produced. Root cause for the defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd¿ syringe 0.5ml 8mm 90 bx has been found with the needle pulling out of the hub during use. The following has been provided by the initial reporter: material no: 328290 batch no: unknown. It was reported that the needle hub separated and remained inside the needle shield. Verbatim: issue: consumer reported needle hub separated and remained inside the needle shield. She uses the 1/2ml, 5/16", 31gg, 8mm. Incident date-unknown, occurrence - 1, item# 328290, lot#unknown. Consumer uses the new needle each time of her injection. She visually tests the needle to see if it is straight.